Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. Upon microscopic inspection of the tip of the sheath, it was revealed that the anchor was still present within the sheath. The tip of the sheath was analyzed, and no deformation or anomalies were noted. No other visual anomalies were noted with the device. Functional testing was performed, and the deployment sleeve was attempted to be moved manually in the full forward lock position; however, it was unable to move, and extreme resistance was experienced during this action. Then, the device cap was removed from the hemostasis sheath and re-inserted into it. Upon forcing the carrier tube into the sheath, the carrier tube was kinked. Then, the sheath was separated from the deployment sleeve for examination of any obstruction that would have prevented the carrier tube during insertion. Dried bloodlike substances were found on the carrier tube. The digital force was applied to the anchor which led to the release of suture and collagen along with the tamper tube. No other functional anomalies were noted. Fluoroscopic analysis of the sheath was conducted, and no opaque obstructions could be seen in the hemostasis sheath. The outer diameter of the carrier tube was measured and found to be 0.080'' which was within manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not placed in the full forward lock position due to insertion resistance, off-axis attempt at delivery, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor got stuck in the introducer. Additional information was received on july 08, 2019. The procedure being performed was a percutaneous transluminal angioplasty using a 6fr sheath. A pre-deployment angiogram was performed. The whole procedure was done under ultrasound guidance. The patient was reported to be in and in stable condition. After pulling out angio-seal, they did manual compression. The angio-seal was difficult to get in due to scarred vessel wall, both clicks were heard (when anchor comes out, and when supposedly fixed to vessel wall from inside), but the user could already see under ultrasound that there was no anchor. It is alleged that the tip of the angio-seal sheath was slightly deformed or kinked due to scarred tissue and the anchor could not get through.